Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed. A review of the submitted log file spanned approximately 3 days (07jul20 ¿ 10jul20 per time stamp). On (B)(6) 2020 at 05:02, the no external power alarm activated while connected to the mpu due to both white and black lead voltages diminishing to ~3.6v. This event coincided with low voltage alarms as well. The alarm cleared on its own shortly after power was restored. The backup battery was able to provide power to the controller during this event. The alarm did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. (B)(6) was not returned for analysis. Additional information indicated that the mpu power cable was recently changed by the biomedical team due to not having the v-lock. It was noted that the cable would occasionally fall out of the plug. There have been no further alarms. A root cause for the reported event was determined to be an ac disconnect from the unit. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot no external power alarms. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
On (B)(6) 2020 it was reported that the patient had a syncopal event a few days prior to (B)(6) 2020 which was presumed to be vasovagal. A few low voltage alarms occurred overnight after the biomed team changed the patient's mobile power unit (mpu) power cable because the patient stated it occasionally falls out of the plug. The healthcare provider also stated that they could be related to the patient not changing their batteries prior to them being almost full depleted. The patient was reducated on this. Log file captured multiple low power advisories due to normal battery depletion. Log file also captured a series of no external power events on (B)(6) 2020 caused by power to the mpu being briefly interrupted. This was due to the mpu power cable being recently changed by the biomedical team and the cable did not have a locking mechanism. This was rectified with the purchase of new mpu power cables with a locking mechanism. There was no interruption in pump support during the events.